Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('serially sectioned embedded within proximal end of the long fallopian tube') and device dislocation ('migration of essure device:uterus') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, yeast infection, vaginal discharge, nausea, menses irregular, itching and vulvovaginal candidiasis. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain, uterine bleeding, anxiety, irritability, back pain, bloating, pelvic pain, vaginal bleeding, dysmenorrhea, adenomyosis, diarrhea and gerd. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced fungal infection ("yeast infection"), 1 year 7 months after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / severe bleeding"), autoimmune anaemia ("autoimmune disorder: anemia"), urinary tract infection ("infection: urinary"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/ loss"), abdominal pain lower ("pain: lower abdomen") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total hysterectomy - tubal ligation & hysterectomy otal laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, autoimmune anaemia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, female sexual dysfunction, vaginal haemorrhage, menorrhagia and fungal infection outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune anaemia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 110 lbs. She underwent unspecified essure confirmation test: total bilateral occlusion. Discrepancy note date of insertion: (B)(6) 2011. Discrepancy note in date of birth (B)(6) 1987. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('serially sectioned embedded within proximal end of the long fallopian tube') and device dislocation ('migration of essure device:uterus') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, yeast infection, vaginal discharge, nausea, menses irregular, itching and vulvovaginal candidiasis. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain, uterine bleeding, anxiety, irritability, back pain, bloating, pelvic pain, vaginal bleeding, dysmenorrhea, adenomyosis, diarrhea and gerd. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced fungal infection ("yeast infection"), 1 year 7 months after insertion of essure. In (B)(6) of 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / severe bleeding"), autoimmune anaemia ("autoimmune disorder: anemia"), urinary tract infection ("infection: urinary"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/ loss"), abdominal pain lower ("pain: lower abdomen") and female sexual dysfunction ("apareunia (inability to have sexual intercourse). The patient was treated with surgery (total hysterectomy tubal ligation & hysterectomy otal laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, autoimmune anaemia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight fluctuation, female sexual dysfunction, vaginal haemorrhage, menorrhagia and fungal infection outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune anaemia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 110 lbs. She underwent unspecified essure confirmation test: total bilateral occlusion. Discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event pfs receive- new events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('serially sectioned embedded within proximal end of the long fallopian tube'), device dislocation ('migration of essure device'), genital haemorrhage ('abnormal bleeding (general) / severe bleeding') and autoimmune anaemia ('autoimmune disorder: anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, yeast infection, vaginal discharge, nausea, menses irregular, itching and vulvovaginal candidiasis. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included abdominal pain, uterine bleeding, anxiety, irritability, back pain, bloating, pelvic pain, vaginal bleeding, dysmenorrhea, adenomyosis, diarrhea and gerd. Concomitant products included medroxyprogesterone acetate (depo provera). On 20-sep-2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune anaemia (seriousness criterion medically significant), urinary tract infection ("infection: urinary"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("pain: lower abdomen") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy - tubal ligation & hysterectomy otal laparoscopic hysterectomy and cystoscopy). Essure was removed on 27-jul-2018. At the time of the report, the embedded device, device dislocation, autoimmune anaemia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and female sexual dysfunction outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune anaemia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, urinary tract disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: current weight 110 lbs. She underwent unspecified essure confirmation test: total bilateral occlusion. Discrepancy note date of insertion: 25oct2011, 20 sep-2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on 30-nov-2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2019: medical records received:- reporter information was added. New event added device embedded. Medical history and concomitant drugs was added. Lab test was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), genital haemorrhage ('abnormal bleeding (general) / severe bleeding') and autoimmune anaemia ('autoimmune disorder: anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune anaemia (seriousness criterion medically significant), urinary tract infection ("infection: urinary"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("pain: lower abdomen") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy - tubal ligation & hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, autoimmune anaemia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and female sexual dysfunction outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune anaemia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, urinary tract disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: current weight (B)(6) lbs. She underwent unspecified essure confirmation test: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received : the case is incident. Reporter information was added. Her demographic detail was updated. Essure indication was amended. Essure insertion/ removal date was updated/ added. Previously reported unspecified event injury was updated to more specified events: migration of essure device, abnormal bleeding (general), autoimmune disorder: anemia, infection: urinary, bladder or urinary problems or changes: unspecified, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia (inability to have sexual intercourse, vaginal discharge, fatigue, weight loss and pain: lower abdomen were added. She had recovered from event pain and bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.